Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that error code# 1120 (calibration of folate failed, alignment cal a too low) was generated during calibration of the architect folate assay. There was no impact to patient management reported.